Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recently entered safety mode, which resulted in a syncopal episode, likely due to over-sensing and subsequent pacing inhibition in the unipolar sensing mode. The physician explanted and replaced the device to resolve the event and no additional adverse patient effects were reported. This crt-p is expected to be returned for analysis.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recently entered safety mode, which resulted in a syncopal episode, likely due to over-sensing and subsequent pacing inhibition in the unipolar sensing mode. The patient collapsed due to syncope and injured their head and was transported to the emergency department. The physician explanted and replaced the device to resolve the event and no additional adverse patient effects were reported. This crt-p is expected to be returned for analysis.